Manufacturer narrative:
The hospital found the expiratory current servo which comprises of the printed circuit boards pc1585 and pc1586 burnt. The boards were replaced. The burnt boards were discarded by the hospital and therefore, not investigated. Based on the replaced part and our investigations of similar complaints, the cause was the failure of capacitors on the printed circuit board pc1586. The failures were most probably due to a power surge. The failure of the capacitors allowed a high current flow through the inductor coil l1, which in turn led to the overheating of the coil and smoke from its plastic coating. This will however not lead to a sustained fire. The ventilator is manufactured in self-extinguishing material. In case of failure of the expiratory current servo, an upper pressure alarm and/or minute volume alarm will be generated if the parameters exceed user set limits. An improved current servo which withstands higher currents with an additional protective functionality that limits the current in case of component failure and reduces the likelihood of overheated and smoking components was implemented in production and as spare parts in june 2002. The reported ventilator was manufactured before this change.